Event description:
The customer reported to olympus that the device technician preparing for use found k-wire completely cut off and requested the device be repaired. The reported problem was found during preparation for an unspecified procedure. Additionally, the customer informed olympus they use enzymatic detergent solution during manual cleaning. Their brushing sequence followed is to first use mh-507 for elevator cleaning for both up and down position of elevator, followed by the use of bw-20t to brush suction channel. Then they use the mh-507 to brush channel opening ports on control body. Lastly, they use the maj-1534 to brush elevator all possible areas and grooves around and under elevator to clean. The customer stated that after rinsing with water they keep the scope in glutaraldehyde disinfectant solution as per recommended interval.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due the brushing method of forceps elevator conducted by the user is different from method recommended in IFU or, the user facility staff was insufficiently trained on device handling, reprocessing before returning device for repair and daily reprocessing in accordance with IFU. It is also likely a gap was generated at lg (light guide)-lens adhesive due to physical stress, and dirt or humidity invaded the device from leakage, which caused corrosion of lg-lens inner parts. The event can be detected/prevented by following the instructions for use which state: ¿ IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure with using endoscope if cleaning/disinfection/sterilization are insufficient. ¿ all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. ¿ IFU (reprocessing manual): manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator. ¿ IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. ¿ returning the endoscope for repair states on cleaning device before returning for repair. ¿ thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. ¿ IFU (operation manual) ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the angulation could not be fixed. -the angulation was insufficient due to the stretch of the angle wire. -there was play in the angulation control knob due to the stretch of the angle wire. -the adhesive of the bending section rubber was cracked. -there was a pinhole in the bending section rubber. -the coating of the insertion section was peeled off. -the insertion section and control section were dirty due to inadequate cleaning. -the insertion section, universal cord, distal end, endoscope connector, remote switch, and boot were damaged. -the forceps elevator wire was completely cut off. -due to a broken forceps elevator wire, the forceps elevator did not move when the elevator control lever was activated. -due to the clogging of foreign material in the pipe, the liquid could not be sent to the forceps elevator pipe. -the amount of light emitted from the distal end was reduced. -the insulation resistance value of the insertion section was out of specification. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap in the adhesive at the distal end, and dirt was entered the inside of the lens through the gap. In addition, foreign material was adhered to the grooves and gaps at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.